Manufacturer narrative:
(B)(4).

Event description:
During a routine device check this lead appeared to be dislodged due to poor sensing. Patient sent for chest x-ray and the lead was successfully revised. No adverse patient effects have been reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.